Event description:
Hosp staff were treating a pt and attempted to cardiovert the pt. The pt rec'd two successful cardioversion shocks. Reportedly, on the third attempt, the device would not charge the defibrillator storage capacitor. The rptr repeatedly pressed the charge button and eventually got the device to charge and deliver a third shock. The pt was resuscitated. There were no adverse effects reported to the pt as a result of the reported event.